Event description:
On (B)(6) 2012, customer reported that the modular chemistry sample probe, on the dxc 600 pro, leaked. The volume of the leak was approximately 100-200 ul. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) evaluated the instrument and noted spitting from the sample probe during transition from dispense to the home position. Fse replaced the wash collar vacuum valve and this resolved the issue. No further leaks were reported.

Manufacturer narrative:
(B)(4).